Event description:
According to new information received, the guidewire was bent/kinked but did not fracture.

Manufacturer narrative:
According to new information received, the guidewire was bent/kinked but did not fracture. Device analysis: upon receipt of the gw, the unit was examined and the distal tip was observed kinked. Following decontamination, the wire was examined microscopically and no other defects were found. The cause of the damage could not be determined. Due to the initial report that the guidewire was "broken," the gw was referred for external analysis which confirmed the gw presented no indication of a break or fracture; the gw presented with several bends/kinks located 23mm and 53-56cm from the distal tip in addition to bends/kinks over the proximal 19cm of the gw. During manufacturing, this guidewire lot underwent a series of inspections to verify the integrity of the guidewire. A review of manufacturing documentation confirmed this guidewire lot successfully completed these inspections. Conclusion: our investigation was able to confirm the performance described; however, the cause and timing of the damaged delivery system could not be conclusively determined since the product met specifications prior to shipment.

Manufacturer narrative:
The guidewire is expected to be returned for analysis. When analysis is complete, an updated report will be submitted.

Event description:
According to the initial information received, the physician reported the tip of the guidewire broke during the procedure and was observed via imaging. The guidewire was removed and replaced. The patient sustained no adverse patient effects.